Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a4 and a5: the customer did not supply patient demographics such as date of birth, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. No original hstni patient result was provided. No further detail was provided. The coa (certificate of analysis) for hstni reagent part number b52699, lot number 538650, available on the beckman coulter website, was reviewed indicating the product manufactured on 30jun2025 and expiring on 30jun2026 met release specifications. In conclusion, a cause for this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On 10oct2025, beckman coulter received the medwatch form reference number mw5176081. This report indicated that a patient experienced an emergency room visit and an overnight hospital stay due to a false high hstni (access high sensitivity troponin I, reagent part number b52699, lot number 538650) result generated by a beckman dxi 600 instrument. The patient is a 80 years old male. Specific details regarding any potential change in treatment were not provided by the initial reporter. No original hstni patient result was provided. The occurrence date found in the report was (B)(6) 2025. No further detail was provided. No hardware issue was reported in conjunction with this event. System check, calibration and qc trend were not provided. The customer¿s dxi 600 instrument part number and serial number were not provided.